Manufacturer narrative:
The investigation has determined that non-reproducible, falsely elevated vitros tropi es results were obtained from two patient samples using two different vitros tropi es reagent lots on a vitros 5600 integrated system. The investigation was unable to determine a definitive assignable cause for the event. A transient vitros instrument issue at the time of the event cannot be completely ruled out as a contributing factor, as an incomplete number of replicates were completed as part of the pre-service within-run precision test. Service actions were performed to optimize the system. Although there was no indication the vitros tropi es reagent issue contributed to the event based on acceptable historical troponin quality control data, a vitros tropi es reagent issue cannot be completely ruled out, as the troponin I level in the low level control fluid does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. In addition, pre analytical sample processing could not be ruled out as a contributing factor, as the customer is not processing the samples in accordance with the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, falsely elevated tropi results from two patient samples using two different vitros tropi es reagent lots on a vitros 5600 integrated system. Patient 1: vitros tropi es result 0.150 ng/ml versus expected tropi result <0.012 ng/ml patient 2: vitros tropi es result 0.247 and 0.099 ng/ml versus expected tropi result <0.012 ng/ml a biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected patient results were not reported from the laboratory and there were no allegation of patient harm as a result of the event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).